Manufacturer narrative:
A patient had their system explanted and replaced due to a suspected infection was reported to abbott. However, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was received indicating the infection has resolved.

Event description:
Related manufacturer reference number: 1627487-2024-07747 related manufacturer reference number: 1627487-2024-07748 related manufacturer reference number: 1627487-2024-07749 related manufacturer reference number: 1627487-2024-07752. It was reported that the patient experienced infection at the ipg site that spread to the lead sites. As such, surgical intervention took place on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.